Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed and the customer reported issue was verified. Functional testing was performed and identified a defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump showed error: downstream occlusion. There was unknown patient involvement. No patient harm/adverse event was reported.